Event description:
It was reported to philips that the system was unable to produce x-rays. The user performed several reboots, but the issue persisted. No harm was reported to philips. Philips has started an investigation of this complaint.